Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple cartridges were damaged. Reportedly, customer could withdraw more air than usual. Blood glucose was 170 mg/dl. Customer loaded a new cartridge successfully and resumed insulin delivery.